Event description:
This complaint was received from the distributor as follows; "balloon cannot be deflated". No additional information was provided or available.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is likely to cause or contribute to a serious injury to a patient: because sometimes a surgical intervention is needed to remove a urinary catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. The product was returned in 3 pieces, the upper, middle and lower shaft. An analysis on the returned sample showed that it met specification. No sign of non deflation was detected when the balloon was inflated with air or water. Water drained completely from the balloon within (B)(4) seconds and thus considered acceptable as per lab test specification. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.